Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of around 500-599 mg/dl. Bg cause was not known. Customer administered a correction bolus via the pump to address the bg. Additionally, it was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue.